Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that the patients receiver is showing the initializing screen without a manual restart on (B)(6) 2015. Patient reported the receiver screen displayed system check error. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. Based on visual inspection, the receiver was determined to be in good condition. Global receiver functional testing resulted in no failures related to the customer complaint. However, a review of the receiver data log confirmed firmware error codes. Additionally, a "errorrecovery" was observed in the log. The customer complaint was confirmed. The root cause could not be determined. This complaint was deemed reportable upon completion of device evaluation on (B)(6) 2015. The dexcom g4® platinum continuous glucose monitoring system users guide rev. 11, under section 13.8.2 receiver error code notes the following: this screen shows an error code that means the receiver may not be working properly. Write down the error code and contact dexcom technical support. Continue to check your blood glucose value using your blood glucose meter. No alert sound or vibration will warn you that you are no longer getting sensor glucose readings.